Event description:
On (B)(6) 2015, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to other devices. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2015 at 10:00pm. The reporter claimed the patient obtained a blood glucose reading of ¿400 something mg/dl¿ with the subject meter and ¿265 mg/dl¿ on another device (embrace), taken more than 30 minutes apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The reporter informed the customer service representative (csr) that the patient manages her diabetes with insulin (self-adjuster). The reporter claimed the patient took 45 units of lantus insulin at 10:00pm on (B)(6) 2015, in response to the alleged inaccurate high reading. The reporter claimed that at 2:00am the following morning the patient awakened feeling ¿disorientated, sleepy, lightheaded, faint and had blurred vision¿. The reporter stated the patient¿s blood glucose was tested at 2:15am and a result of ¿45 mg/dl¿ was obtained with the subject meter which was ¿significantly higher¿ than results obtained on 2 other unspecified devices at the same time, exact results not provided. The reporter claimed he treated the patient with ¿food and sugar¿ at 2:15am. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.